Event description:
It was reported the customer had a high blood glucose event. The customer's blood glucose was 426 mg/dl. The customer has treated their blood glucose with the insulin pump. Customer also reported a broken belt holster. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.